Event description:
It was reported that no capture was observed 2 days after implantation. The lead was measured during revision via the psa module and showed normal values. It was decided to replace the lead.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed deformations of the outer conductor helix, as well as damage at the tip electrode, which are probably a result of the operation process. The analysis did not show any further deviations that could be related to the clinical complaint. The measured electrical measurement values were within specifications. The fixation was without anomalies. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had benn carried out correctly. In summary, there were no indications of a material defect or manufacturing error.